Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning, it was observed that the cutter device broke off inside the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The unknown cutter device was evaluated and the reported condition that a piece of the broken cutter device was broken inside the attachment device was confirmed. During evaluation the attachment device was taken apart and it was observed that a fragment of the unidentified cutter was stuck inside the cutter lock spindle. It was noted that the cutter was improperly secure in the locking mechanism assembly and damaged the driveshaft which caused the failure. The broken piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was noted that a full assessment of the device could not be performed due to the condition of the cutter. It was further observed that cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified. The rest of the broken cutter was not returned. The assignable root cause of this condition was determined to be component damage caused by user error, due to an incorrect method of inserting the cutter. If additional information should become available, a supplemental medwatch will be submitted accordingly.